Event description:
It was reported that the patient underwent a revision surgery due to bone fractured. There were 5 fractures reported for oxford tibial cementless in the last 10 years.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in united kingdom. The product has not been returned to biomet for evaluation, therefore, a thorough investigation has not been possible. Attempts were made to obtain additional information; however, none was available. We have not been provided with x-rays or any supporting documentation which could provide additional information. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Post code: (B)(6). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that revision surgery was performed due to patient bone fracture. It was also reported that around the world the fracture rate for cementless is higher than for cemented. Tends to happen 3-6 weeks post op and seems to behave like a stress fracture.